Manufacturer narrative:
Unit received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was fluid in the insulin pump. The customer's blood glucose level was 154 mg/dl. The customer received a sudden vibration followed by a blank display. The device will be returned for analysis.